Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ blood collection tubes samples are clotting. The following information was provided by the initial reporter. The customer stated: customer reports that aliquoted samples from sst gold top tubes clotted when heated at 56c for vdrl test.

Manufacturer narrative:
B.3. Date of event: 2022-10-10.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ blood collection tubes samples are clotting. The following information was provided by the initial reporter. The customer stated: customer reports that aliquoted samples from sst gold top tubes clotted when heated at 56c for vdrl test.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ blood collection tubes samples are clotting. The following information was provided by the initial reporter. The customer stated: customer reports that aliquoted samples from sst gold top tubes clotted when heated at 56c for vdrl test.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for fibrin. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.